Event description:
It was reported that while unpacking the nephrostomy drainage catheter, the end of the cannula detached. While unpacking the device, the "white top of metal stiffening cannula not secure, came off when taking the catheter system out of the packaging exposing sharpish end of metal cannula". There was no contact with the pt and no injury to the operator was reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.